Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 337439 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the outer sheath of the stent from a 7 x 150 biliary 120cm smart flex vascular stent system became stuck during stent deployment. The physician pulled it so hard the pin and pull section bent and broke. When he pulled the entire system out, the stent was elongated. There were no reports of patient injury. The target site was mildly calcified. There was no tortuosity. The target site had 60% stenosis. The vessel did have a bifurcation but no acute angulation. Before opening and predilating, the vessel had a chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The user maintained a fixed inner shaft position during deployment. There was no excess force applied during deployment of the stent. There was no indication that the stent was prematurely deployed. No attempt was made to re-capture the stent. The device was not attempted to be deployed outside of the body. This device was stored and prepped in accordance with the instructions for use (IFU). A 7mm x 150mm smart device was used to complete the procedure. This stent was being placed from the common femoral artery into the superficial femoral artery (sfa). The users worked from the left anterior tibial artery through an unknown 6fr rain sheath. The device and unknown 6f rain sheath are being returned for evaluation. The device was returned for analysis. A non-sterile ¿smart flex 7x150 bil, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions. The device was fully deployed, and the stent was not retuned for analysis. The outer sheath presents a separated condition located approximately 130cm from the distal tip. Two kinks were observed located approximately on 123 and 125cm from the distal tip. The hemostasis valve was returned closed. No other outstanding details were observed. Functional testing was not performed due to the outer sheath separation and kinked condition. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated with a vision system observing the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty¿ and ¿stent incorrect length too long/stretched¿ cannot be confirmed due to the nature of the reported event and no images were provided confirming the stent was too long or had been stretched. The device was returned without the stent as it was deployed inside the patient. Additionally, the conditions of ¿outer sheath separated¿ and ¿outer sheath kinked/bent¿ were also observed on the delivery system. However, the exact causes of these damages cannot be determined. Device analysis concludes the product was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Furthermore, elongations were evident suggesting extreme force was used as was stated in the event. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer as ultimately the stent was deployed. It was also noted the device was used to treat a lesion from the common femoral artery into the (sfa). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. The indications in the IFU state, "the s.m.a.r.t.® flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree." According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ based on the information available for review, it does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the outer sheath of the stent from a 7 x 150 biliary 120cm smart flex vascular stent system became stuck during stent deployment. The physician pulled it so hard the pin and pull section bent and broke. When he pulled the entire system out, the stent was elongated. There were no reports of patient injury. The target site was mildly calcified. There was no tortuosity. The target site had 60% stenosis. The vessel did have a bifurcation but no acute angulation. Before opening and predilating, the vessel had a chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The user maintained a fixed inner shaft position during deployment. There was no excess force applied during deployment of the stent. There was no indication that the stent was prematurely deployed. No attempt was made to re-capture the stent. The device was not attempted to be deployed outside of the body. This device was stored and prepped in accordance with the instructions for use (IFU). A 7mm x 150mm smart device was used to complete the procedure. This stent was being placed from the common femoral artery into the superficial femoral artery (sfa). The users worked from the left anterior tibial artery through an unknown 6fr rain sheath. The device and unknown 6f rain sheath are being returned for evaluation.

Event description:
As reported, the outer sheath of the stent from a 7 x 150 biliary 120cm smart flex vascular stent system became stuck during stent deployment. The physician pulled it so hard the pin and pull section bent and broke. When he pulled the entire system out, the stent was elongated. There were no reports of patient injury. The target site was mildly calcified. There was no tortuosity. The target site had 60% stenosis. The vessel did have a bifurcation but no acute angulation. Before opening and predilating, the vessel had a chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The user of the precise maintain a fixed inner shaft position during deployment. There was no excess force applied during deployment of the stent. There was no indication that the stent was prematurely deployed. No attempt was made to re-capture the stent. The device was not attempted to be deployed outside of the body. This device was stored and prepped in accordance with the instructions for use (IFU). A 7mm x 150mm smart device was used to complete the procedure. This stent was being placed from the common femoral artery into the superficial femoral artery (sfa). The users worked from the left anterior tibial artery through an unknown 6fr rain sheath. The device and unknown 6f rain sheath are being returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.